Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 85% stenosed target lesion was located in the moderately calcified left anterior descending (lad). Rotational atherectomy was performed in the lad and a 2.5x32mm promus element was deployed in the distal lad and a 2.75x20mm promus element was deployed in the proximal lad. A 2.75x20mm quantum maverick balloon was used to post-dilate the implanted stents. Following dilation, it was noted that the stent in the proximal lad was damaged. The same quantum maverick balloon was used to dilate the damaged stent. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned, therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of this complaint is caused by another device. (B)(4).